Manufacturer narrative:
There were several attempts were made to get detailed information from the hospital, but no additional details of the event were provided. Our complaint and service call databases were checked, to see whether they contained references to the event or potential system malfunctions in (B)(6) 2014. No references to a heating event were found. Based on the limited information available, no conclusion can be draw. From the obtained information it can be concluded however that no malfunction of the MRI device is alleged by the customer and no malfunction of the MRI system has been observed in the service workorders that could have contributed to a heating event. (B)(4).

Manufacturer narrative:
At this moment no further details have been shared with us by the hospital. When investigation is completed a follow-up report will be sent to the FDA.

Event description:
A philips employee heard through a local news station about a heating incident on an MRI in the fall of 2014. Since he recognized the hospital as one in which a philips MRI is present, he reported the event to philips. The hospital then confirmed the event happened on their system in (B)(6) 2014, but no additional details were provided. This event was not reported to philips by the hospital at the time of occurrence.